Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient was sleeping and according to the parent, the patient was difficult to rouse. The cgm was 119 mg/dl and the bg was 33 mg/dl. The parent woke the patient and treated the patient with carbohydrates. The patient was reportedly so out of it that she laid back down after treatment. The parent continued to monitor the bg by fingerstick until her numbers came back up. After treatment, the cgm was 343 mg/dl while the bg was 206 mg/dl and the parent removed the sensor. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.